Event description:
Allegedly sandlike material found on the implant when it was opened.

Manufacturer narrative:
Recall ref #z-1025-2012:this is the same event as 1043534-2012-00426. This is a reportable malfunction. During a retrospective review of files, we determined this incident to be a reportable malfunction.

Manufacturer narrative:
(B)(4):conclusion: device failure directly contributed to event.